Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were received and the product lot met all acceptance criteria.

Event description:
The customer's father reported on (B)(6) 2014 at 8:58 pm his son activated a new pod and during the activation process he did not feel needle inserting the cannula. His blood glucose and insulin history is as follows: see scanned table. The pod was then deactivated.